Manufacturer narrative:
UDI not available for this system at time of filing. A medtronic representative went to the site to test the equipment. Testing revealed that the system failed 2d imaging test. The footswitch was damaged by the customer. The footswitch and x-stage cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. The footswitch and x-stage cover were discarded by the site. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the footswitch connector was damaged and the x-stage cover was bent. There was no patient present when this issue was identified.